Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following could not be completed with the limited information provided in the article: date of event - ni device code - ni expiration date - ni date implanted - ni date explanted - ni (b)(6, manufacture date ¿ ni. Remains implanted.

Event description:
Information received from a journal article titled, "nationwide investigation into adverse tissue reactions to metal debris after metal-on-metal total hip arthroplasty in japan." The article aimed to evaluate the incidence of adverse reaction to metal debris (armd) and to identify poorly performing metal-on-metal (mom) hip implants for patients in japan. Between 2000 and 2011, follow up was performed which revealed 3 patients with competitor components exhibited evidence of fluid collection within the implanted joint. 160 patients experienced armd, with 83 undergoing revisions and 3 undergoing excisions of lesions. Only 24 of the 160 patients were implanted with biomet components. An unknown amount of patients implanted with biomet magnum components underwent excision of lesions due to armd. There has been no further information provided and the patient outcomes are unknown.